Manufacturer narrative:
Based on the available info, this event is deemed a serious injury. It is reported that daughter cleanses her mother's skin with warm water and dial soap; non-sting protective barrier wipes; stomahesive powder and then applies the appliance. Daughter of end-user was educated in crusting techniques by using stomahesive powder and no-string skin protective barriers . It is reported that the end-user's stoma is retracted. Lastly, daughter of end-user was instructed to notify convatec with any questions or concerns. Samples of the following products were sent to end-user: convex wafers and pouches; eakin cohesive seals and sensi-care protective barrier wipes. No additional pt/event details have been provided. A return sample for eval is not expected. Should additional info become available a f/u report will be submitted.

Event description:
Daughter of end-user reported red broken skin located 360 degrees under wafer's mass around the peristomal skin next to the stoma, which began approx two (2) months ago.